Event description:
It was reported by the patient that they experienced nerve stimulation from their left ventricular (lv) lead. They noted that reprogramming was done to resolve most of the stimulation and the lv lead remains in use. The patient further reported that they had an magnetic resonance imaging (MRI) and when their device was reprogrammed for the MRI, they experienced nerve stimulation throughout the MRI. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.